Event description:
It was reported that the catheter was placed and on retraction of the needle a ¿chunk¿ of skin was pulled along with it, this happened twice on the same patient. The catheter was inspected at the time and was not barbed or frayed at any point, the catheter went in smoothly and had no problems with the ¿catheter¿ part, however the needle has caused this issue on 3 different occasions with two different patients. There was patient involvement and patient harm reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.